Event description:
Pt had gel implant inserted in 2003. In 2005, complained of discomfort and that the implant had moved. MRI revealed intracapsular rupture of the right breast implant. Returned to or for revision of right breast with capsulectomy and replacement of implant.